Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the cgm receiver failed to alert the patient after which they experienced a hypoglycemic event. Around 03:00 pm, the patient felt dizzy and fell down the stairs. The patient was still conscious but was laying on the floor, and it was understood that the patient was not able to get up. The patient¿s wife found them after 2 hours and gave him candy. No further treatment was reported to be needed, and the patient was not taken to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable but had sore shoulders from the fall. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. No additional event or patient information is available.